Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 2.5mm x 20mm x 144cm coyote balloon catheter was advanced for dilatation. However, during the second inflation at 7 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported.